Manufacturer narrative:
The device was returned and the evaluation found additional reportable malfunction contributing what was mentioned in b5, there was a contamination in the air and water channel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the jet tube channel (j channel) had crystal evident in the channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. It is possible that this was caused by insufficient cleaning. It¿s also likely that the foreign material may not have been removed because reprocessing could not have been conducted properly due to leakage from the distal end glue. However, a definitive root cause could not be determined. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.